Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however a review of the logs did indicate an alarm that would have indicated a potential loss of mechanical ventilation. The sensor interface board and bag/vent micro switch were replaced proactively. The unit was returned to service.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested, during a case. The patient was manually ventilated. There is no report of patient injury.